Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed a diagnostics problem. The save to disk file (B)(4), showed a partial reset counter=1, fw reason hex=0000, reset wd reason=dclk edges,wdto status, wd reason=41 on (B)(4) 2009.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device had a power on reset and required a manual guided reset. The device remains in use and no patient complications have been reported as a result of this event.